Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the trial procedure, the patient developed decreased motor function in the left arm. The trial procedure was aborted. The patient is recovering and there have been no reports of further complications regarding this event.